Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for non-malignant pain. The patient reported that their device reached end of service (eos). The device was off and no longer providing therapy. They stated that the eos occurred on the day of the report, and they think they saw the elective replacement indicator (eri) about a month ago. The patient stated that they have had an increase in their pain in the past month. The change in therapy/symptoms was considered gradual. They expressed dissatisfaction with their ins as they were told that it would last 10 years. It was noted that the patient had a follow-up appointment with their healthcare provider on (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that their pain increased, thus they were going to change the programming. However, the patient noted that their usage levels were high enough to deplete their battery faster than expected. The patient stated that the end of service (eos) was unexpected, and terminal for the device. They mentioned that the issue has not been resolved, buta new device will be implanted. No further complications were reported or anticipated.